Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt distal end and cover. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction distal end and c-cover has a burn was due to the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.